Event description:
It was reported the x8-2t transducer had separation around the lens. The transducer was associated with an epiq cvx ultrasound system. The failure occurred outside of clinical use and no patient or user was harmed. The transducer was replaced to address the customer's immediate concerns. Philips has started an investigation and upon completion, a follow up report will be submitted.